Manufacturer narrative:
Retainer : clear the insulin pump was returned for cosmetic damage on the retainer (crack) and the reservoir is unable to lock in place found on (B)(6) 2020. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace and history files using thus. A review of the trace/history download reveal no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm occurred. The insulin pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (electrical board), the motor, and force sensor. Critical pump error (open book image) alarm is due to moisture damage on the electronic assembly (electrical board). The force sensor zero offset is within specification (24.7 mv) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: cracked retainer, stained keypad overlay, scratched case pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the retainer (crack) is confirmed however, the reservoir unable to lock in place are not confirmed. Critical pump error (open book image) alarm is confirmed. Due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was missing. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.